Event description:
It was reported that during the procedure, the valley lap force fx bovee was brought from cut level 40 to cut level 60 while the surgeon was cutting tissue. At that point, the outer sheath of the suction probe caught fire. The surgeon switched to a different suction probe and the procedure was completed successfully. It was further reported that the probe had only been sterilized once. In addition to the previously mentioned valley lap force fx bovee, other equipment used in the procedure included the following: danmed monopolar cable; ahto suction irrigation pump; 40 l core insufflator with co2 tank.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.